Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 21-nov-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, left tsc was performed due to a transfemoral access site defect. Since it had been a long time since the last tsc, the setup was checked thoroughly. It was noted that although the 18 french non-medtronic sheath could only be inserted halfway, the inner cylinder could be inserted, so it was determined that the inline sheath could be inserted. The inline sheath was inserted with no problems. At pre 20 millimeter (mm), the movement of the left coronary to non coronary calcium gathering during the balloon aortic valvuloplasty (bav) procedure was confirmed. The patient's aortic regurgitation worsened to moderate and the delivery catheter system (dcs) was accessed through the sheath as it was. It was thought that perhaps due to the patient's pillow, the cov was slightly off, so it was checked from various views. Although there was some tendency to move towards the left ventricle, it was deployed from a high point and was determined to be in the position of the non-coronary cusp (ncc) 3 mm. The left coronary cusp (lcc) was noted to be slightly deeper than 6 mm, but it was released without interference in the mitral valve. There was calcium bridging at the left coronary to non coronary commissure and residual paravalvular leak (pvl) that was acceptable. After final release, the left coronary artery flow was not confirmed, but it did gradually recover. However, when checked with contrast and echocardiogram, it was found that the n-l calcium had risen up, although it was not completely blocking the entrance., it did appear to be forming a wall. Because there was mild to moderate aortic regurgitation (ar), the post was examined, it was decided to protect it, so protection was implemented. It was noted that the calcium wall got in the way, making engagement difficult (although the commissure alignment was achieved). Several stenosis sites were observed after the engagement and the stenosis was removed with a balloon (this was noted to be stenosis that was already there). Since ischemia improved and the expansion pressure was maintained at 40, no post bav was performed in order to avoid risk and the procedure was completed. A percutaneous coronary intervention (pci) was noted to be performed after the valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on the same day as the implant of the valve, a coronary occlusion due to the transcatheter valve was observed. Subsequently, severe hemorrhaging also occurred, and a pci was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately a month and a half after the valve implant, the patient developed ischemic enteritis. A right resection and ileostomy were performed. After the surgery, an infection in the skin tissue at the abdominal wound and sepsis associated with candidemia were reported. Subsequently, the patient died a month and a half later. The cause of death was infection. Per the physician, there was no relation between the valve nor the implant procedure and the death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, there was a tendency of the valve to enter the left ventricle so measures were taken to prevent it from happening and no valve dislodgement occurred. "Cov" was clarified to be cups overlap view.

Manufacturer narrative:
Updated data: b5. Corrected data: h6 ime codes e0133 and e2328 are no longer applicable to this event imf code f1203 is no longer applicable to this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying "tsc" to be left subclavian and that no cerebral infarction occurred. No occlusion was observed after final release of the valve. The residual paravalvular leak (pvl) severity was mild to moderate.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, left tsc was performed due to a transfemoral access site defect. Since it had been a long time since the last tsc, the setup was checked thoroughly. It was noted that although the 18 french non-medtronic sheath could only be inserted halfway, the inner cylinder could be inserted, so it was determined that the inline sheath could be inserted. The inline sheath was inserted with no problems. At pre 20 millimeter (mm), the movement of the left coronary to non-coronary calcium gathering during the balloon aortic valvuloplasty (bav) procedure was confirmed. The patient's aortic regurgitation worsened to moderate and the delivery catheter system (dcs) was accessed through the sheath as it was. It was thought that perhaps due to the patient's pillow, the cov was slightly off, so it was checked from various views. Although there was some tendency to move towards the left ventricle, it was deployed from a high point and was determined to be in the position of the non-coronary cusp (ncc) 3 mm. The left coronary cusp (lcc) was noted to be slightly deeper than 6 mm, but it was released without interference in the mitral valve. There was calcium bridging at the left coronary to non-coronary commissure and residual paravalvular leak (pvl) that was acceptable. After final release, the left coronary artery flow was not confirmed, but it did gradually recover. However, when checked with contrast and echocardiogram, it was found that the n-l calcium had risen up, although it was not completely blocking the entrance., it did appear to be forming a wall. Because there was mild to moderate aortic regurgitation (ar), the post was examined, it was decided to protect it, so protection was implemented. It was noted that the calcium wall got in the way, making engagement difficult (although the commissure alignment was achieved). Several stenosis sites were observed after the engagement and the stenosis was removed with a balloon (this was noted to be stenosis that was already there). Since ischemia improved and the expansion pressure was maintained at 40, no post bav was performed in order to avoid risk and the procedure was completed. A percutaneous coronary intervention (pci) was noted to be performed after the valve was implanted. No additional adverse patient effects were reported. Additional information was received clarifying "tsc" to be left subclavian and that no cerebral infarction occurred. No occlusion was observed after final release of the valve. The residual paravalvular leak (pvl) severity was mild to moderate. Additional information was received that on the same day as the implant of the valve, a coronary occlusion due to the transcatheter valve was observed. Subsequently, severe hemorrhaging also occurred, and a pci was performed. No additional adverse patient effects were reported. Additional information was received that the minimum diameter of the left subclavian access site was 5.2 mm. The hemorrhaging occurred after the end of the procedure. Per the physician, the cause of the hemorrhage was unknown; however, the dcs possibly contributed. The patient's anatomy was somewhat tortuous, and "normal hemostasis" was provided for the hemorrhage. Additionally, it was confirmed that the pci was performed one month after the valve implant.